Manufacturer narrative:
Isi has requested the 30 degree endoscope involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. An isi field service engineer (fse) went onsite to further troubleshoot the reported issue. The issue could not be reproduced during testing. The system was tested and verified as ready for use. No image or video was available for review. A review of the instrument logs for the 30 degree endoscope (part number 470057-08/lot number 10002926) associated with this event has been performed. Per the review, the 30 degree endoscope was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged endoscope had 6 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the 30 degree endoscope rotated 90 degrees on its own. The da vinci xi endoscope is intended to provide stereoscopic visualization of tissue and instruments when performing procedures with the da vinci system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.